Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.